Event description:
It was reported that the patient was experiencing ineffective stimulation from the proclaim ipg. Surgical intervention took place where the ipg was explanted and replaced with an eterna to address the issue. Eterna ipg allows for more versatility in coverage with flexburstt. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.